Manufacturer narrative:
No lot number was provided with complaint. Based upon visual inspection of device, device appears to have been manufactured prior to 1996. Unable to determine the cause of peeling metal.

Event description:
Nurses were cut by peeling metal.